Manufacturer narrative:
No conclusion code available. Final analysis found burn marks on the main pcb.

Event description:
It was reported that the merlin transmitter did not power up on several different outlets. The device was replaced. No further information is available.